Manufacturer narrative:
Further updates regarding the event captured in manufacturer¿s reports #6000153-2015-00301 and #6000153-2015-00303 will now be captured in this manufacturer¿s report. Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported stimulation in the wrong location. She felt stimulation in the inside of her legs; however, it was supposed to cover the outside of her left leg, hip bone areas, and back. The symptom was a gradual change; it was hard for the patient to tell initially as she was still under the influence of anesthesia and pain medications and as that wore off, she was able to determine that it was not in the right location. The patient also had uncomfortable and overstimulation. The stimulation change was related to the positional movement. When she stayed overnight in the hospital after implant, a manufacturing representative (rep) came the next morning to program. However, later that afternoon when she stood up the stimulation was way too strong. It was set to 4.8 and the patient decreased to 3.60 and that was much better. The stimulation issue was located in her legs. Three days later the patient reported that she was still having the same symptoms of stimulation in the wrong location and she was in pain because of this. The patient did not remember that she had already called about this issue. She did not know if she had different programs or groups set up to cover different areas of the body. It was noted that the patient was implanted for non-malignant pain. The patient later reported that the rep told her that it was programmed too far in and her pain was on the outside of her left leg and in the lower back and right side of the leg, sometimes. The rep told her that at her follow up appointment they would make any adjustments that needed to be made. The rep told the patient to set the stimulator so that she could withstand the stimulator and a rep would be at the appointment to adjust the device. The patient thought no steps were taken to rectify her situation. The patient later reported that they received a paddle lead after the healthcare provider (hcp) removed her other leads. Additional information received from the consumer on (B)(6) 2015 reported that she had severe pain and could not do anything. Ever since her surgical procedure on (B)(6) 2015, she had been in severe pain and she could not stand or walk or do anything for more than 5 minutes and then she would collapse in pain and had to lie down. The patient received oxycodone 325 and was told it was the strongest; however, that was not helping and her pain healthcare provider (hcp) would not give her anything and she called her surgeon. The patient was directed to go to the emergency room (ER). The locations of the symptoms were reported to be in the whole back and front. The change in symptoms was considered sudden, occurred on (B)(6) 2015. It was noted that on that day the patient was implanted with a new paddle lead. Additional information received from the consumer on (B)(6) 2016 reported that the patient¿s system was removed in its entirety because it never worked. Stimulation was in the patient¿s stomach, stimulation did not cover the patient¿s back pain, and the therapy never worked. It was further reported that the patient had multiple unsuccessful revisions on (B)(6) 2015. The patient also mentioned something was noted on her calendar for (B)(6) 2015, but she was not sure whether that was related to another revision. It was also reported that the patient was unable to walk straight and she was tired of falling and stumbling; she was in bed 90% of the time. The patient¿s indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.